Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation of hip and replaced femoral head. Information on removed 28mm metal 14/16 taper head was not legible. No additional information available. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
The initial report was submitted in error. Follow-up information was received on (B)(4), that the liner was of a different manufacturer.